Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: unknown. Occupation - cvt. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the doctor attempted a splenic embo for an emergent splenic bleed after hours in the cath lab. The doctor attempted radial access without ultrasound assistance and did not measure the artery beforehand. He struggled to insert the 119cm des slender and staff highly suggested not continuing because of the difficulty of inserting the sheath and to get groin access. The physician continued to insert the slender and when he reached the aorta the sheath would no longer go forward, and he could not move the sheath either way. They attempted to remove it by pulling it forcefully without the inner dilator. They did not give more sedation and could not give an extra cocktail so the sheath tip broke while he was pulling. It was still on the wire, so the tip was retrieved with a snare. The sheath was removed but patient has a cold arm and is now going into surgery. Estimated blood loss was less than 250cc's. The patient had a cold arm post procedure requiring surgical intervention. Patient was in stable condition but required surgery. Procedure did not have an outcome. Additional information was received on 01october2021: the case was a splenic bleed emergent case. They were not able to even treat this bleed because the radial sheath was stuck, and the artery was too small for the sheath. The techs reported him forcing it into the artery so I'm assuming that was what damaged the artery enough to cause the cold arm after. It was confirmed the sheath was not to blame it was the misuse by the physician.

Manufacturer narrative:
This report is being submitted, as follow up no. 1. To provide the the completed investigation results. The actual device was not returned. Therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed, for sheath tip breakage, since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The likely root cause is using a r2p device that was too large for the patient artery. And removal of the sheath despite resistance. The DHR could not be reviewed, because no lot number was provided. There is no indication, that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).